Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information : on an unreported date, the patient was hospitalized for the peritonitis event and was treated with meropenem injection (dose, route and frequency were not reported). On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis. Recatheterization has not been planned yet. At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.